Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a laparoscopic appendectomy the surgeon fired the stapler across the appendiceal stump. The staple formation did not appear complete. Upon inspection is seemed to seal, but the staple line did not seem smooth with some unformed staples in the staple line. To correct the condition the surgeon opened another stapler handle and load and redid the staple. No reinforcement material used. The last known patient status is reported as still in the hospital, but not because of this situation. It was believed that the appendix had burst prior to surgery.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) concurrently with engineering led an evaluation of one handle and one reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Visual inspection of the instrument noted no abnormalities. Visual inspection of the cartridge revealed that the loading unit was fully fired. Several formed staples were observed on the proximal cartridge surface. Functionally, the instrument was loaded with a pmv reload. The instrument and loading unit were applied to test media. All staples were placed and the test media was cleanly transected. The loading unit was then loaded into a pmv representative instrument for functional testing. The loading unit was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the loading unit from cycling again. The file will be closed as tested satisfactorily .should new information become available, the file will be re-opened and reassessed at that time.